Manufacturer narrative:
(B)(4). The incident information was reviewed; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Breakage of the filtration element frame may be due to, but not limited to, interaction with associated devices, frame struts being bent during collapsing into the retrieval catheter or resistance during retrieval. In this case, without the filter to examine, a conclusive cause for the reported breakage could not be determined; however, it may be possible that the atherectomy device came into contact with the emboshield nav 6 nitinol frame during use, causing the breakage to the filtration element frame. It was reported that the emboshield nav 6 was being used in the popliteal. Therefore, it should be noted that the product instruction for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. It does not appear that the use of the nav 6 in the popliteal artery caused or contributed to the breakage. Overall, without having the device to examine, a conclusive cause for the reported breakage could not be determined. However, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the emboshield nav6 was deployed in the popliteal and an atherectomy was performed of the left superficial femoral artery. Upon filter retrieval, pulling the emboshield nav6 into retrieval catheter, under fluoro it was noted that the nitinol frame broke, but it was inside the retrieval catheter and all was removed with no patient issue. There was no clinically significant delay in the procedure. No additional information was provided.